Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Event description:
Details: it was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence.

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and bladder prolapse, following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. It was reported that patient underwent mesh revision due to dyspareunia and abdominal pain. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.